Manufacturer narrative:
H3 other text : the device is not available to the manufacturer.

Event description:
It was reported that the subject guidewire introducer was sharp and was causing the subject guidewire to lose it's coating.

Manufacturer narrative:
. There are controls in the manufacturing process to ensure the product met specifications upon release. Visual and functional inspections were not performed due to the device was not returned. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint was unable to be returned and it cannot be confirmed that the device met specification, as the device was not returned. It was reported that the subject guidewire introducer was sharp and causing the wire to lose it's coating. No further information was available. It was identified that the introducer had a sharp edge to the inner side of the distal end, which caused ptfe peeling when the guidewire was backloaded through the introducer. An assignable cause of handling damage will be assigned to the reported event ¿guidewire ptfe coating peeling¿.

Event description:
It was reported that the subject guidewire introducer was sharp and was causing the subject guidewire to lose it's coating.